Manufacturer narrative:
Occupation: other non-healthcare professional: materials coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure a c-flex double pigtail ureteral stent set became "shredded". It is unknown how the procedure was completed. No portion of the device was left within the patient. There was no need for additional procedures or prolonged hospitalizations. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrected information: b1, h1, h6 (annex a). On return evaluation of the device on 10mar2022, a ragged, 4mm, v-shaped tear was observed in the proximal pigtail at the sideport with the tether. No other damage or full-thickness separation of the device was observed. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.